Event description:
Defective product was found by the materials management department staff while they were distributing product. The diaphragm that automatically closes to allow the chamber to fill is adherent to the side wall. If the malfunction was not detected before use, it could contribute to unmeasured fluids or medications being infused. This issue has also been previously reported in may 2011.